Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable thyroid results for one patient sample from a cobas 8000 e 602 module. The serial number was requested but was not provided. The sample was submitted for investigation and tested on a cobas 8000 e 801 module, cobas 6000 e 601 module, and a cobas e 411 immunoassay analyzer. Of the data provided, only the results for elecsys ft3 iii were discrepant. Refer to the attachment to the medwatch for all patient data. Information concerning if any erroneous result was reported outside of the laboratory was requested but it was unknown. There was no allegation of an adverse event.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Sample from the patient was submitted for investigation. No interference factors were detected in the investigated sample and the results for ft3, ft4, and tsh were all within the reference ranges. From the information provided, a general reagent issue could most likely be excluded.